Event description:
Per report rec'd from foreign MFR: pinhole at 8 bar during 2nd inflation after 15 seconds. On second inflation of a mid rt the balloon burst at 8 atm-had to use another goldie that did the job.